Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient¿s cgm displayed 76 mg/dl which she self-treated with juice; however, a short time after drinking the juice, she lost consciousness. She regained consciousness in the hospital and cannot recall all the event details but stated she was found by her neighbor who was notified by the patient¿s barking dog. The neighbor called emergency medical services who tested the patient¿s bg which was reported to be 9 mg/dl. The patient was treated with IV glucose and transported to the hospital. The patient received additional glucose in the hospital and was released eight hours later. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.